Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint during the investigation. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.. No hypersensitive keys were observed on keypad. A 10u normal bolus and a 10u audio bolus were completed successfully and both were accurately recorded in the pump history. The black box and bolus history shows no boluses were programmed or delivered on (B)(4) 2013. The tdd¿s add up correctly to reflect the users programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 requesting to troubleshoot the pump. Customer support reviewed the pump with the patient and found that the total daily dose history and found that 0.00 bolus total for (B)(6) 2013. The patient stated that she gave boluses on (B)(6) 2013, checked the bolus history and found no boluses recorded on (B)(6) 2013. There were records for (B)(6) 2013. The patient reported that her blood glucose (bg) this morning was 580mg/dl with nausea and vomiting and this has been going on for a week. The patient treated with injection insulin to bring bg down. This report is being made due to the alleged hyperglycemic event that the patient experienced due to the alleged history settings issue.